Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an episode of hypoglycemia during sleep, with a blood glucose value of 53 mg/dl, without preceding increased activity or bedtime snacking, and treated the event with oral glucose in the form of soda, after which glucose returned to a safe range. Symptoms included low blood glucose. Outcomes included recovery without hospitalization. Investigation included troubleshooting and education on low glucose events and alerts. Investigation of this case revealed no device malfunction reported or identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.